Event description:
During an rf ablation procedure, the ground pad cable did not work. Back up equipment was not available and the procedure was cancelled. The patient had been given local anesthetic. There is no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
It was confirmed that the device was disposed of at the account.